Event description:
It was reported that a patient's blood glucose levels (bg) reached over 400 mg/dl while wearing the pod between 4 and 24 hours. The patient reported cannula being dislodged, while wearing it on the abdomen. For treatment, the parent changed out the pod and gave a manual injection. The pod was leaking.

Manufacturer narrative:
During the investigation a leak test was performed. Inspection of the fluid path during this test found a tear in the exposed portion of the soft cannula. Fluid was observed leaking from this tear during the investigation. It could not be determined when or how this damage occurred. The download data shows no timeouts or high pulse widths that would indicate a struggle to deliver insulin. No other damages that would affect insulin delivery were observed. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient's blood glucose levels (bg) reached over 400 mg/dl while wearing the pod between 4 and 24 hours, while wearing it on the abdomen. For treatment, the parent changed out the pod and gave a manual injection. The pod was leaking.

Manufacturer narrative:
Remove from b5 - describe event or problem : it was reported that a patient's blood glucose levels (bg) reached over 400 mg/dl while wearing the pod between 4 and 24 hours. The patient reported cannula being dislodged, while wearing it on the abdomen. For treatment, the parent changed out the pod and gave a manual injection. The pod was leaking. Add to b5 - describe event or problem : it was reported that a patient's blood glucose levels (bg) reached over 400 mg/dl while wearing the pod between 4 and 24 hours, while wearing it on the abdomen. For treatment, the parent changed out the pod and gave a manual injection. The pod was leaking.